Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users had been unable to remove medications from the refrigerator, with a hardware failure indicator displayed but nothing appearing in the recovery storage space. A field service engineer (fse) had remoted in and verified that smart remote manager (srm) was showing connected. The fse changed the pyxibus ip address to .2, launched the medication application, and verified that all devices had failed. The fse then changed the pyxibus ip address back to the correct one, checked the hardware test application (hta), confirmed srm was sensing locked and closed. The station was rebooted, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had smart remote manager failure. Srm failed on start screen and cannot be recovered that caused discrepancy in accessing medication. Srm screen notifies as failed when user tried to pull medication and not visible for storage space recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.